Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00445. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is showing a disconnect alarm. In clinical use at time of event. No reports of patient/user harm or injury. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending. This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is showing a disconnect alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm reported to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse performed full v60 pm per service manual rev-r. Unit successfully passed performance verification tests and is ready for use.